Event description:
A customer reported via webform that a ¿replace sensor¿ error message was received with the abbott diabetes care (adc) device. The customer reported they experienced a loss of consciousness and received "juice, sugar, and or food" and glucose gel from an unspecified third party for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. It is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section d4 (serial number) was updated from unk to 0ayd50k1q based on the returned product. Section d4 (device expiry date) & section h4 (device mfg date) have been updated based on the returned product download. Sensor (B)(6)has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approved software. Sensor data was analyzed and no abnormalities were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿replace sensor¿ error message was received with the abbott diabetes care (adc) device. The customer reported they experienced a loss of consciousness and received "juice, sugar, and or food" and glucose gel from an unspecified third party for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.